Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported pt. Had pain w implant. Removal of implant due to pain. Tooth #30 (universal).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xifnt613, (osseotite tapered certain implant 6 x 13mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. DHR review was completed for the subject lot number 2022010793. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010793 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.